Event description:
It was reported that the one-way valve was tightened enough to create a vacuum. A predilator was used and the hydro coating was activated. The physician rotated the intra-aortic balloon (iab) clockwise, however the insertion was not possible as the catheter became stuck in the sheath. An iab and pump mfg by datascope were successfully used. The insertion site was the left femoralis. There were no reported pt complications. Additional info received on 09/07/2010 from the complaint coordinator in ireland stated that intervention was required. "CPR was necessary and new iab (datascope) was inserted."

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.